Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: device manufacture date ¿ the lot was manufactured between october 25-28, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the device's bottle (at the bottom area of the bottle) which suggested a leak may have occurred inside the bottle. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked halfway during patient infusion; the leak the leak was contained within the plastic casing of the infusor. The device was filled with 5150mg fluorouracil in glucose 5% having a total volume of 230ml. A replacement dose was given to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.